Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03515 addresses the other device. It was reported to boston scientific corporation that two radial jaw 3 large capacity single-use biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, at the start of the procedure the jaws/cups were confirmed to open and close. When the physician was trying to obtain a biopsy sample inside the patient, the pull wire broke from the jaws/cups. Another radial jaw 3 large capacity single-use biopsy forceps device was used and had the same result. The procedure was completed with a third radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)